Event description:
It was reported that a malfunction alarm labeled as malf 0 occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received instructions from technical support on how to reset the pump, and after doing so, the malfunction code did not recur.